Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1280, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer stated she missed work one to two weeks a month because of excessive bleeding, large blood clots, horrendous cramping, abdominal bloating, joint pain and swelling, itchy red hives, anxiety and panic attacks, migraine headaches, all to the point of medicating herself until she was unable to drive, and unable to perform at work. She also stated up until (B)(6) 2011, she rarely missed work for an occasional flu virus, she was very healthy, no illness or disease. Follow-up received on 28-oct-2015 from consumer with additional information on 04-nov-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2105, FDA-2014-n-0736-2501). This case was upgraded to incident. Consumer had coils placed in 2011 without knowing it contained nickel. She had major problems with heavy periods and huge clots during periods that last between 7-14 days after coils were placed. The cramps she had were so painful that no pain medication would help. She also accrued some allergies even though 2 rash skin tests and a full blood panel for allergies showed she was allergic to nothing. She had hypothyroidism and would need to take medication for the rest of her life. She also had severe lower back and pelvic stabbing pains that feel like her insides just wanted to come out. On medical records the lot number was missing. The consumer was taking the following medication: amour thyroid, xyzal, qsymia, lunesta, levonorgestrel with ethinylestradiol (alesse 28), ultracet, testosterone compound cream, progesterone compound cream and alprazolam. A major surgery to have essure removed was scheduled for (B)(6) 2015. Ptc investigation result was received on 22-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had excessive bleeding, large blood clots, and horrendous cramping/so painful cramps after essure (fallopian tube occlusion insert) insertion. A surgery to remove essure was scheduled. These events are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, given events nature causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident since a surgical intervention will be required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs